Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilisation. The patient's medical history included back pain on (B)(6) 2011, unilateral leg pain on (B)(6) 2011, hysteroscopy (surgical; with bilateral fallopian tube cannulation to induce occlusion by placement of permanent implants) on (B)(6) 2010, lumbar radiculopathy in 2008, acute pain, hypothermia, difficulty breathing, cardiac output decreased, sleeplessness, skin red, dry skin, rhinitis allergic, back pain aggravated, paresthesia, weakness, scoliosis, ovarian cyst (cystic mass measuring at least 3cm partially imaged in the vicinity of the left adnexa.), leg pain, sciatica, nickel sensitivity (1. 2+ patch testing allergy to nickel, 96-hour. She was negative at 46 hours. Avoid any nickel products. (B)(6) 2011 medical history), depression, urination difficulty, abdominal cramps, libido decreased, dyspareunia, dysplasia and loop electrosurgical excision procedure (history of dysplasia with 2 leep procedures remotely). Denies any bowel or bladder incontinence or saddle anesthesia denies any direct falls or trauma . Denies chest pain, shortness of breath, nausea, vomiting, diarrhea, abdominal pain, recent fever, fatigue or weakness, headache, vision, changes, seizure, syncope, and lower extremity edema. Negative colposcopic biopsy and endocervical curettage. Concurrent conditions included anxiety. Concomitant products included celecoxib (celebrex), clarithromycin (biaxin), montelukast sodium (singulair), tramadol and venlafaxine hydrochloride (effexor). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with celecoxib (celexa), hydrocodone and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: at the time, 3 coils were noted emanating from the left tubal ostia. Although 3 coils were noted upon deployment, the device continued to open and rotate in the ostia. Although 3 coils were noted upon deployment, the device continued to open and rotate in the ostia. There was also a little too more fluffy tissue around this tubal ostia so when the pictures were taken, then the initial number of coils could not be visualized as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure fallopian tube occlusion. Pathology test - on (B)(6) 2011: a. Uterus and fallopian tubes, hysterectomy, salpingectomy: -benign, shedding secretory phase endometrium, --cervix showing foci op'-moderate squamous dysplasia. -specimen margins negative for dysplasia. -negative for invasive carcinoma. -unremarkable fallopian tube segments.. Smear cervix - in (B)(6) 2011: normal. Diagnostic results: essure confirmation test was conducted. Most recent follow-up information incorporated above includes: on 20-may-2019: medical record received, lot number added, medical history added, concomitant drugs added, patient race updated, incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain on (B)(6) 2011, unilateral leg pain on (B)(6) 2011, hysteroscopy (surgical; with bilateral fallopian tube cannulation to induce occlusion by placement of permanent implants) on (B)(6) 2010, lumbar radiculopathy in 2008, acute pain, hypothermia, difficulty breathing, cardiac output decreased, sleeplessness, skin red, dry skin, rhinitis allergic, back pain aggravated, paresthesia, weakness, scoliosis, ovarian cyst (cystic mass measuring at least 3cm partially imaged in the vicinity of the left adnexa.), leg pain, sciatica, nickel sensitivity (1. 2+ patch testing allergy to nickel, 96-hour. She was negative at 46 hours. Avoid any nickel products. (B)(6) 2011 medical history), depression, urination difficulty, abdominal cramps, libido decreased, dyspareunia, dysplasia, loop electrosurgical excision procedure (history of dysplasia with 2 leep procedures remotely) and add. Denies any bowel or bladder incontinence or saddle anesthesia denies any direct falls or trauma . Denies chest pain, shortness of breath, nausea, vomiting, diarrhea, abdominal pain, recent fever, fatigue or weakness, headache, vision, changes, seizure, syncope, and lower extremity edema. Negative colposcopic biopsy and endocervical curettage. Previously administered products included for an unreported indication: ortho tri-cyclen from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included anxiety. Concomitant products included alprazolam (xanax), celecoxib (celebrex), cetirizine hydrochloride (zyrtec), clarithromycin (biaxin), ferrous sulfate (iron sulfate), ibuprofen, montelukast sodium (singulair), naproxen, tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("anxiety"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding ( menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pain in extremity ("limb pain"), back pain ("back pain") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced kidney infection ("kidney infection"), cystitis ("bladder infection"), urinary tract infection ("uti") and depression ("depression"). The patient was treated with antibiotics, caffeine;chlorzoxazone;paracetamol;thiamine disulfide (soma), celecoxib (celexa), hydrocodone, oxycodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and back pain was resolving and the kidney infection, vaginal haemorrhage, allergy to metals, cystitis, urinary tract infection, depression, anxiety, pain in extremity and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, cystitis, depression, fatigue, kidney infection, menorrhagia, pain in extremity, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: at the time, 3 coils were noted emanating from the left tubal ostia. Although 3 coils were noted upon deployment, the device continued to open and rotate in the ostia. Although 3 coils were noted upon deployment, the device continued to open and rotate in the ostia. There was also a little too more fluffy tissue around this tubal ostia so when the pictures were taken, then the initial number of coils could not be visualized as well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2011: a. Uterus and fallopian tubes, hysterectomy, salpingectomy: -benign, shedding secretory phase endometrium, --cervix showing foci op'-moderate squamous dysplasia. -specimen margins negative for dysplasia. -negative for invasive carcinoma. -unremarkable fallopian tube segments. Smear cervix - in (B)(6) 2011: normal. Most recent follow-up information incorporated above includes: on 1-jun-2020: pfs received- new events abnormal bleeding (vaginal, menorrhagia), bladder infection, uti, depression, anxiety, nickel allergy, back pain, limb pain, kidney infection, fatigue were added. Outcome of pelvic pain updated to recovering / resolving . New reporter, height, medical history, historical drug, treatment and concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain on (B)(6) 2011, unilateral leg pain on (B)(6) 2011, hysteroscopy (surgical; with bilateral fallopian tube cannulation to induce occlusion by placement of permanent implants) on (B)(6) 2010, lumbar radiculopathy in 2008, acute pain, hypothermia, difficulty breathing, cardiac output decreased, sleeplessness, skin red, dry skin, rhinitis allergic, back pain aggravated, paresthesia, weakness, scoliosis, ovarian cyst (cystic mass measuring at least 3cm partially imaged in the vicinity of the left adnexa.), leg pain, sciatica, nickel sensitivity (1. 2+ patch testing allergy to nickel, 96-hour. She was negative at 46 hours. Avoid any nickel products. (B)(6) 2011 medical history), depression, urination difficulty, abdominal cramps, libido decreased, dyspareunia, dysplasia, loop electrosurgical excision procedure (history of dysplasia with 2 leep procedures remotely) and add. Denies any bowel or bladder incontinence or saddle anesthesia denies any direct falls or trauma . Denies chest pain, shortness of breath, nausea, vomiting, diarrhea, abdominal pain, recent fever, fatigue or weakness, headache, vision, changes, seizure, syncope, and lower extremity edema. Negative colposcopic biopsy and endocervical curettage. Previously administered products included for an unreported indication: ortho tri-cyclen from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included anxiety. Concomitant products included alprazolam (xanax), celecoxib (celebrex), cetirizine hydrochloride (zyrtec), clarithromycin (biaxin), ferrous sulfate (iron sulfate), ibuprofen, montelukast sodium (singulair), naproxen, tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("anxiety"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding ( menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pain in extremity ("limb pain"), back pain ("back pain") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced kidney infection ("kidney infection"), cystitis ("bladder infection"), urinary tract infection ("uti") and depression ("depression"). The patient was treated with antibiotics, caffeine;chlorzoxazone;paracetamol;thiamine disulfide (soma), celecoxib (celexa), hydrocodone, oxycodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and back pain was resolving and the kidney infection, vaginal haemorrhage, allergy to metals, cystitis, urinary tract infection, depression, anxiety, pain in extremity and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, cystitis, depression, fatigue, kidney infection, menorrhagia, pain in extremity, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: at the time, 3 coils were noted emanating from the left tubal ostia. Although 3 coils were noted upon deployment, the device continued to open and rotate in the ostia. Although 3 coils were noted upon deployment, the device continued to open and rotate in the ostia. There was also a little too more fluffy tissue around this tubal ostia so when the pictures were taken, then the initial number of coils could not be visualized as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2011: a. Uterus and fallopian tubes, hysterectomy, salpingectomy: benign, shedding secretory phase endometrium, cervix showing foci op'-moderate squamous dysplasia. Specimen margins negative for dysplasia. Negative for invasive carcinoma. Unremarkable fallopian tube segments.. Smear cervix - in (B)(6) 2011: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain on (B)(6) 2011, unilateral leg pain on (B)(6) 2011, hysteroscopy (surgical; with bilateral fallopian tube cannulation to induce occlusion by placement of permanent implants) on (B)(6) 2010, lumbar radiculopathy in 2008, acute pain, hypothermia, difficulty breathing, cardiac output decreased, sleeplessness, skin red, dry skin, rhinitis allergic, back pain aggravated, paresthesia, weakness, scoliosis, ovarian cyst (cystic mass measuring at least 3cm partially imaged in the vicinity of the left adnexa.), leg pain, sciatica, nickel sensitivity (1. 2+ patch testing allergy to nickel, 96-hour. She was negative at 46 hours. Avoid any nickel products. (B)(6) 2011 medical history), depression, urination difficulty, abdominal cramps, libido decreased, dyspareunia, dysplasia, loop electrosurgical excision procedure (history of dysplasia with 2 leep procedures remotely) and add. Denies any bowel or bladder incontinence or saddle anesthesia denies any direct falls or trauma. Denies chest pain, shortness of breath, nausea, vomiting, diarrhea, abdominal pain, recent fever, fatigue or weakness, headache, vision, changes, seizure, syncope, and lower extremity edema. Negative colposcopic biopsy and endocervical curettage. Previously administered products included for an unreported indication: ortho tri-cyclen from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included anxiety. Concomitant products included alprazolam (xanax), celecoxib (celebrex), cetirizine hydrochloride (zyrtec), clarithromycin (biaxin), ferrous sulfate (iron sulfate), ibuprofen, montelukast sodium (singulair), naproxen, tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("anxiety"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding ( menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pain in extremity ("limb pain"), back pain ("back pain") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced kidney infection ("kidney infection"), cystitis ("bladder infection"), urinary tract infection ("uti") and depression ("depression"). The patient was treated with antibiotics, caffeine;chlorzoxazone;paracetamol;thiamine disulfide (soma), celecoxib (celexa), hydrocodone, oxycodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and back pain was resolving and the kidney infection, vaginal haemorrhage, allergy to metals, cystitis, urinary tract infection, depression, anxiety, pain in extremity and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, cystitis, depression, fatigue, kidney infection, menorrhagia, pain in extremity, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: at the time, 3 coils were noted emanating from the left tubal ostia. Although 3 coils were noted upon deployment, the device continued to open and rotate in the ostia. Although 3 coils were noted upon deployment, the device continued to open and rotate in the ostia. There was also a little too more fluffy tissue around this tubal ostia so when the pictures were taken, then the initial number of coils could not be visualized as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2011: a. Uterus and fallopian tubes, hysterectomy, salpingectomy: benign, shedding secretory phase endometrium, cervix showing foci op'-moderate squamous dysplasia. Specimen margins negative for dysplasia. Negative for invasive carcinoma. Unremarkable fallopian tube segments. Smear cervix - in (B)(6) 2011: normal. Most recent follow-up information incorporated above includes: on 1-jun-2020: pfs received- new events abnormal bleeding (vaginal, menorrhagia), bladder infection, uti, depression, anxiety, nickel allergy, back pain, limb pain, kidney infection, fatigue were added. Outcome of pelvic pain updated to recovering / resolving . New reporter, height, medical history, historical drug, treatment and concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.